Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by pain, a lot of fibrin and an elevated white blood cell count. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose and frequency not reported). On an unknown date during hospitalization, due to the presence of fibrin, the patient was placed on hemodialysis for two treatments in order to make sure the peritoneal dialysis (pd) catheter was working. The patient resumed pd therapy after two hemodialysis treatments. The patient was discharged from the hospital three or four days after being admitted. Thirteen days after onset, treatment with vancomycin was discontinued. On an unknown date, the patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. On an unknown date, the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.